Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, 'textured' prosthesis and 'inflammatory lymphoplasmacytic mononuclear'. The prosthesis was discovered to be ruptured during surgery. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatopathology for analysis which found histological confirmation of a collagenic shell and no signs of malignancy.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, rupture "completely broken prosthesis" photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ capsular contracture: unable to observe as it is not related to the device. ¿ anxiety ¿ product/procedure: unable to observe as it is not related to the device. ¿ local reaction: unable to observe as it is not related to the device. No additional observations.

Event description:
Healthcare professional reported right side capsular contracture, baker grade unknown, 'textured' prosthesis and 'inflammatory lymphoplasmacytic mononuclear'. The prosthesis was discovered to be ruptured during surgery. The device has been explanted with a capsulectomy and replaced with another manufacturer's device. The excised capsule was sent to anatopathology for analysis which found histological confirmation of a collagenic shell and no signs of malignancy.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as surgical damage and observed two openings assessed as an unidentified (tear) opening (shell thickness within spec). ¿ anxiety-product/procedure: unable to observe. ¿ capsular contracture: unable to observe ¿ local reaction: unable to observe. As per the investigation procedure, wear abrasion and creases ¿were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.